Event description:
Customer reported that erroneous wbc results were reported out of the lab. Three different samples gave incorrect results in the morning around 7:30 am in 2002. When the same samples were return later that morning at 11:15 am, the instrument recovered correct results. Data for one of the samples submitted shows an erroneous result for aperture 2. Aperture 1 and 3 were very close to the actual value.